Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, the platform stopped performing compression and was displaying error message user advisory (ua) 07(discrepancy between load 1 and load 2 too large), 18 (max take-up revolutions exceeded) and 41(patient temperature sensor failure). The ventilation opening is not blocked and ventilator is running normally. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.